Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure on (B)(6) 2025 the l5 lead was pulled out of the foremen. [Related manufacturer reference number: 11627487-2025-03032 and 1627487-2025-03001] as a result, the physician attempted to explant the l5 lead but was unbale to do so and was cut by the physician. Therefore, surgical intervention may be undertaken to address the issue.